Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set leaked during infusion. The set leaked from between the set and an unknown disposable product. There was no patient injury or medical intervention associated with this event. No additional information is available.